Event description:
On (B)(6) 2010 it was reported that the pt experienced an overstimulation sensation when sitting down. The pt was going to adjust stimulation to stay comfortable during positional changes, and reported receiving good therapy. On (B)(6) 2011 it was reported that the pt was feeling stimulation in the wrong location. The pt felt stimulation in her foot. There was no known accident or incident related to the event. Additional info received reported that the mobility of the neurostimulator had caused stimulation in the wrong location, as it had rotated 90 degrees. On (B)(6) 2011 the neurostimulator was revised in the same site. On (B)(6) 2011 the device was moved from the right side to the left side. Impedances were within normal limits. The pt incurred no injury, and was last seen in her physician's office on (B)(6) 2011.

Manufacturer narrative:
(B)(4).